Event description:
It was reported that the c4103 5mm a-trac grasper inserts were missing at the completion of a procedure. The personnel were unable to find the pair of inserts and the surgeon indicated that he strongly believes that the inserts were on the grasper during removal. An x-ray was performed at the conclusion of the procedure and the inserts could not be located within the pt.